Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)'), kidney infection ('kidney infection'), thrombosis ('monitored for blood clots in leg') and syncope ('fainting') in a 32-year-old female patient who had essure (batch no. 857590) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena iud from 2006 to 2009. Concurrent conditions included cough, bronchitis, pain in extremity, allergic reaction, pneumonia, lip itching, tongue pruritus, abdominal pain, bizarre behaviour and somatic symptom disorder. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2015 and spironolactone since 2014. In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), alopecia ("alopecia/hair less/hair loss") and skin infection ("scalp infection"). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced hypertension ("high blood pressure"), iron deficiency anaemia ("anemia"), vitamin d deficiency ("vit d deficiency"), vitamin b12 deficiency ("vit b12 deficient") and contusion ("severe bruising"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), breast pain ("breast pain") and back pain ("lower back pain"). In 2015, the patient was found to have weight increased ("weight gain"). In 2016, the patient experienced dry skin ("dry skin") and lip exfoliation ("skin feeling on lips/peeling lips"). In 2017, the patient experienced syncope (seriousness criterion medically significant), sleep disorder ("sleep cycles/sleep changes"), mood swings ("mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines / headaches"), polycystic ovaries ("ovarian cysts"), loss of libido ("loss of libido"), dental cyst ("cyst on gums"), dizziness ("dizziness"), memory impairment ("forgetfulness"), paraesthesia ("tingling in hands"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), synovial cyst ("ganglion cysts in both hands"), eye infection ("eye infections"), visual impairment ("decreased vision"), fatigue ("fatigue"), abdominal distension ("bloating"), dysgeusia ("metallic taste in mouths"), hot flush ("hot flashes"), night sweats ("night sweats"), gingival bleeding ("bleeding gums") and coital bleeding ("bleeding after sex"). In 2018, the patient experienced kidney infection (seriousness criterion medically significant), urinary tract infection ("uti") and pollakiuria ("frequent urination"). On an unknown date, the patient experienced thrombosis (seriousness criterion medically significant), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), irritability ("irritability"), breast discharge ("breast/nipple discharge"), vulvovaginal pain ("vulvodynia"), chest pain ("chest pain"), palpitations ("palpitations"), peripheral swelling ("swelling of leg"), nausea ("nausea"), muscular weakness ("muscle weakness"), eye pain ("eye pain"), abdominal pain ("abdominal pain"), vomiting ("vomiting"), gastrointestinal disorder ("bowel issues") and vaginal disorder ("vaginosis") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with antibiotics and surgery (hysterectomy with bilateral salpingectomy, ablation and cyst removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia and breast pain was resolving, the menorrhagia, kidney infection, thrombosis, sleep disorder, mood swings, vaginal haemorrhage, cystitis, vaginal infection, female sexual dysfunction, depression, anxiety, irritability, alopecia, dry skin, lip exfoliation, pollakiuria, breast discharge, polycystic ovaries, loss of libido, vulvovaginal pain, hypertension, chest pain, palpitations, iron deficiency anaemia, vitamin d deficiency, vitamin b12 deficiency, contusion, peripheral swelling, dental cyst, muscular weakness, dizziness, memory impairment, paraesthesia, allergy to metals, dysmenorrhoea, synovial cyst, vaginal discharge, eye pain, eye infection, visual impairment, fatigue, weight increased, abdominal pain, dysgeusia, gastrointestinal disorder, hot flush, night sweats, gingival bleeding, skin infection and back pain outcome was unknown and the syncope, urinary tract infection, migraine, uterine leiomyoma, nausea, vomiting, abdominal distension, coital bleeding and vaginal disorder had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, back pain, breast discharge, breast pain, chest pain, coital bleeding, contusion, cystitis, dental cyst, depression, dizziness, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, eye infection, eye pain, fatigue, female sexual dysfunction, gastrointestinal disorder, gingival bleeding, hot flush, hypertension, iron deficiency anaemia, irritability, kidney infection, lip exfoliation, loss of libido, memory impairment, menorrhagia, migraine, mood swings, muscular weakness, nausea, night sweats, palpitations, paraesthesia, pelvic pain, peripheral swelling, pollakiuria, polycystic ovaries, skin infection, sleep disorder, syncope, synovial cyst, thrombosis, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal disorder, vaginal haemorrhage, vaginal infection, visual impairment, vitamin b12 deficiency, vitamin d deficiency, vomiting, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 138 lbs. Removal details: findings: 1. Normal-sized uterus with 3 cm fundal fibroid. 2. Coils were in the seemingly appropriate location. 3. Normal tubes and ovaries bilaterally. There were areas of endometriosis in the posterior cul-de-sac and the pelvic side wall that were cauterized. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72.57 kgs. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. They were both blocked. There appears to be tubal occlusion bilaterally. Somewhat limited evaluation of the uterus, with likely some intramural migration of contrast.. Concerning the injuries were reported in this case, the following ones were described in patient's medical records: hypertension, pelvic pain, menorrhagia, palpitations, hair loss, dizziness, kidney infections, nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)'), kidney infection ('kidney infection'), thrombosis ('monitored for blood clots in leg') and syncope ('fainting') in a (B)(6) old female patient who had essure (batch no. 857590) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena iud from 2006 to 2009. Concurrent conditions included cough, bronchitis, pain in extremity, allergic reaction, pneumonia, lip itching, tongue pruritus, abdominal pain, bizarre behaviour and somatic symptom disorder. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2015 and spironolactone since 2014. In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), alopecia ("alopecia/hair less/hair loss") and skin infection ("scalp infection"). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced hypertension ("high blood pressure"), iron deficiency anaemia ("anemia"), vitamin d deficiency ("vit d deficiency"), vitamin b12 deficiency ("vit b12 deficient") and contusion ("severe bruising"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), breast pain ("breast pain") and back pain ("lower back pain"). In 2015, the patient was found to have weight increased ("weight gain"). In 2016, the patient experienced dry skin ("dry skin") and lip exfoliation ("skin feeling on lips/peeling lips"). In 2017, the patient experienced syncope (seriousness criterion medically significant), sleep disorder ("sleep cycles/sleep changes"), mood swings ("mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines / headaches"), polycystic ovaries ("ovarian cysts"), loss of libido ("loss of libido"), dental cyst ("cyst on gums"), dizziness ("dizziness"), memory impairment ("forgetfulness"), paraesthesia ("tingling in hands"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), synovial cyst ("ganglion cysts in both hands"), eye infection ("eye infections"), visual impairment ("decreased vision"), fatigue ("fatigue"), abdominal distension ("bloating"), dysgeusia ("metallic taste in mouths"), hot flush ("hot flashes"), night sweats ("night sweats"), gingival bleeding ("bleeding gums") and coital bleeding ("bleeding after sex"). In 2018, the patient experienced kidney infection (seriousness criterion medically significant), urinary tract infection ("uti") and pollakiuria ("frequent urination"). On an unknown date, the patient experienced thrombosis (seriousness criterion medically significant), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), irritability ("irritability"), breast discharge ("breast/nipple discharge"), vulvovaginal pain ("vulvodynia"), chest pain ("chest pain"), palpitations ("palpitations"), peripheral swelling ("swelling of leg"), nausea ("nausea"), muscular weakness ("muscle weakness"), eye pain ("eye pain"), abdominal pain ("abdominal pain"), vomiting ("vomiting"), gastrointestinal disorder ("bowel issues") and vaginal disorder ("vaginosis") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with antibiotics and surgery (hysterectomy with bilateral salpingectomy, ablation and cyst removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia and breast pain was resolving, the menorrhagia, kidney infection, thrombosis, sleep disorder, mood swings, vaginal haemorrhage, cystitis, vaginal infection, female sexual dysfunction, depression, anxiety, irritability, alopecia, dry skin, lip exfoliation, pollakiuria, breast discharge, polycystic ovaries, loss of libido, vulvovaginal pain, hypertension, chest pain, palpitations, iron deficiency anaemia, vitamin d deficiency, vitamin b12 deficiency, contusion, peripheral swelling, dental cyst, muscular weakness, dizziness, memory impairment, paraesthesia, allergy to metals, dysmenorrhoea, synovial cyst, vaginal discharge, eye pain, eye infection, visual impairment, fatigue, weight increased, abdominal pain, dysgeusia, gastrointestinal disorder, hot flush, night sweats, gingival bleeding, skin infection and back pain outcome was unknown and the syncope, urinary tract infection, migraine, uterine leiomyoma, nausea, vomiting, abdominal distension, coital bleeding and vaginal disorder had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, back pain, breast discharge, breast pain, chest pain, coital bleeding, contusion, cystitis, dental cyst, depression, dizziness, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, eye infection, eye pain, fatigue, female sexual dysfunction, gastrointestinal disorder, gingival bleeding, hot flush, hypertension, iron deficiency anaemia, irritability, kidney infection, lip exfoliation, loss of libido, memory impairment, menorrhagia, migraine, mood swings, muscular weakness, nausea, night sweats, palpitations, paraesthesia, pelvic pain, peripheral swelling, pollakiuria, polycystic ovaries, skin infection, sleep disorder, syncope, synovial cyst, thrombosis, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal disorder, vaginal haemorrhage, vaginal infection, visual impairment, vitamin b12 deficiency, vitamin d deficiency, vomiting, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Removal details: findings: normal-sized uterus with 3 cm fundal fibroid. Coils were in the seemingly appropriate location. Normal tubes and ovaries bilaterally. There were areas of endometriosis in the posterior cul-de-sac and the pelvic side wall that were cauterized. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72.57 kgs. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. What did your healthcare provider tell you about your results? I was told that they were both blocked. There appears to be tubal occlusion bilaterally. Somewhat limited evaluation of the uterus, with likely some intramural migration of contrast. Concerning the injuries were reported in this case, the following ones were described in patient's medical records: hypertension, pelvic pain, menorrhagia, palpitations, hair loss, dizziness, kidney infections, nickel allergy. Most recent follow-up information incorporated above includes: on 22-oct-2019: pfs & mr received- case becomes incident. Event injury was removed. New events sleep cycles/sleep changes, hot flashes, night sweats, mood swings, abnormal bleeding (vaginal, menorrhagia), uti, bladder infection, vaginal infection, kidney infection, apareunia (inability to have sexual intercourse), depression, anxiety, irritability, alopecia/hair less/hair loss, dry skin, skin feeling on lips/peeling lips, frequent urination, migraines / headaches, breast/nipple discharge, ovarian cysts, uterine fibroids, loss of libido, vulvodynia, high blood pressure, chest pain, palpitations, monitored for blood clots in leg, anemia, vitamin d deficiency, vitamin b12 deficient, severe bruising, swelling of leg, nausea, cyst on gums, bleeding gums, muscle weakness, dizziness, forgetfulness, tingling in hands, fainting, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), ganglion cysts in both hands, vaginal discharge, eye pain and infections and decreased vision, fatigue, weight gain, abdominal pain, vomiting, bloating, metallic taste in mouth, bowel issues, breast pain, bleeding after sex, pelvic pain, lower back pain, vaginosis and scalp infection were added. Event onset date was added. Lot number was added. Explant date was added. Concomitant drugs, medical history and lab data were added. Patient's date of birth and weight were added. Reporter's information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('gen. Abnormal bleeding'), menorrhagia ('abnormal bleeding (menorrhagia)'), kidney infection ('kidney infection'), thrombosis ('monitored for blood clots in leg') and syncope ('fainting') in a 32-year-old female patient who had essure (batch no. 857590) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena iud from 2006 to 2009. Concurrent conditions included cough, bronchitis, pain in extremity, allergic reaction, pneumonia, lip itching, tongue pruritus, abdominal pain, bizarre behaviour and somatic symptom disorder. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2015 and spironolactone since 2014. In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), alopecia ("alopecia/hair less/hair loss") and skin infection ("scalp infection"). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced hypertension ("high blood pressure"), iron deficiency anaemia ("anemia"), vitamin d deficiency ("vit d deficiency"), vitamin b12 deficiency ("vit b12 deficient") and contusion ("severe bruising"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), breast pain ("breast pain") and back pain ("lower back pain"). In 2015, the patient was found to have weight increased ("weight gain"). In 2016, the patient experienced dry skin ("dry skin") and lip exfoliation ("skin feeling on lips/peeling lips"). In 2017, the patient experienced syncope (seriousness criterion medically significant), sleep disorder ("sleep cycles/sleep changes"), mood swings ("mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines / headaches"), polycystic ovaries ("ovarian cysts"), loss of libido ("loss of libido"), dental cyst ("cyst on gums"), dizziness ("dizziness"), memory impairment ("forgetfulness"), paraesthesia ("tingling in hands"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), synovial cyst ("ganglion cysts in both hands"), eye infection ("eye infections"), visual impairment ("decreased vision"), fatigue ("fatigue"), abdominal distension ("bloating"), dysgeusia ("metallic taste in mouths"), hot flush ("hot flashes"), night sweats ("night sweats"), gingival bleeding ("bleeding gums") and coital bleeding ("bleeding after sex"). In 2018, the patient experienced kidney infection (seriousness criterion medically significant), urinary tract infection ("uti") and pollakiuria ("frequent urination"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), thrombosis (seriousness criterion medically significant), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), irritability ("irritability"), breast discharge ("breast/nipple discharge"), vulvovaginal pain ("vulvodynia"), chest pain ("chest pain"), palpitations ("palpitations"), peripheral swelling ("swelling of leg"), nausea ("nausea"), muscular weakness ("muscle weakness"), eye pain ("eye pain"), abdominal pain ("abdominal pain"), vomiting ("vomiting"), gastrointestinal disorder ("bowel issues"), vaginal disorder ("vaginosis") and headache ("headache") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with antibiotics and surgery (hysterectomy with bilateral salpingectomy, ablation and cyst removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia and breast pain was resolving, the genital haemorrhage, menorrhagia, syncope, sleep disorder, mood swings, urinary tract infection, alopecia, migraine, uterine leiomyoma, hypertension, iron deficiency anaemia, vitamin d deficiency, vitamin b12 deficiency, contusion, nausea, synovial cyst, fatigue, weight increased, abdominal pain, vomiting, abdominal distension, dysgeusia, gastrointestinal disorder, hot flush, night sweats, gingival bleeding, coital bleeding, vaginal disorder and headache had resolved and the kidney infection, thrombosis, vaginal haemorrhage, cystitis, vaginal infection, female sexual dysfunction, depression, anxiety, irritability, dry skin, lip exfoliation, pollakiuria, breast discharge, polycystic ovaries, loss of libido, vulvovaginal pain, chest pain, palpitations, peripheral swelling, dental cyst, muscular weakness, dizziness, memory impairment, paraesthesia, allergy to metals, dysmenorrhoea, vaginal discharge, eye pain, eye infection, visual impairment, skin infection and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, back pain, breast discharge, breast pain, chest pain, coital bleeding, contusion, cystitis, dental cyst, depression, dizziness, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, eye infection, eye pain, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, gingival bleeding, headache, hot flush, hypertension, iron deficiency anaemia, irritability, kidney infection, lip exfoliation, loss of libido, memory impairment, menorrhagia, migraine, mood swings, muscular weakness, nausea, night sweats, palpitations, paraesthesia, pelvic pain, peripheral swelling, pollakiuria, polycystic ovaries, skin infection, sleep disorder, syncope, synovial cyst, thrombosis, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal disorder, vaginal haemorrhage, vaginal infection, visual impairment, vitamin b12 deficiency, vitamin d deficiency, vomiting, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 138 lbs. Removal details: findings: 1. Normal-sized uterus with 3 cm fundal fibroid. 2. Coils were in the seemingly appropriate location. 3. Normal tubes and ovaries bilaterally. There were areas of endometriosis in the posterior cul-de-sac and the pelvic side wall that were cauterized. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72.57 kgs. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. They were both blocked. There appears to be tubal occlusion bilaterally. Somewhat limited evaluation of the uterus, with likely some intramural migration of contrast. Concerning the injuries were reported in this case, the following ones were described in patient's medical records: hypertension, pelvic pain, menorrhagia, palpitations, hair loss, dizziness, kidney infections, nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: new events- headaches, genital bleeding were added. Outcomes were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)'), kidney infection ('kidney infection'), thrombosis ('monitored for blood clots in leg') and syncope ('fainting') in a 32-year-old female patient who had essure (batch no. 857590) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena iud from 2006 to 2009. Concurrent conditions included cough, bronchitis, pain in extremity, allergic reaction, pneumonia, lip itching, tongue pruritus, abdominal pain, bizarre behaviour and somatic symptom disorder. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2015 and spironolactone since 2014. In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), alopecia ("alopecia/hair less/hair loss") and skin infection ("scalp infection"). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced hypertension ("high blood pressure"), iron deficiency anaemia ("anemia"), vitamin d deficiency ("vit d deficiency"), vitamin b12 deficiency ("vit b12 deficient") and contusion ("severe bruising"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), breast pain ("breast pain") and back pain ("lower back pain"). In 2015, the patient was found to have weight increased ("weight gain"). In 2016, the patient experienced dry skin ("dry skin") and lip exfoliation ("skin feeling on lips/peeling lips"). In 2017, the patient experienced syncope (seriousness criterion medically significant), sleep disorder ("sleep cycles/sleep changes"), mood swings ("mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines / headaches"), polycystic ovaries ("ovarian cysts"), loss of libido ("loss of libido"), dental cyst ("cyst on gums"), dizziness ("dizziness"), memory impairment ("forgetfulness"), paraesthesia ("tingling in hands"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), synovial cyst ("ganglion cysts in both hands"), eye infection ("eye infections"), visual impairment ("decreased vision"), fatigue ("fatigue"), abdominal distension ("bloating"), dysgeusia ("metallic taste in mouths"), hot flush ("hormonal changes describe: hot flashes"), night sweats ("night sweats"), gingival bleeding ("bleeding gums") and coital bleeding ("bleeding after sex"). In 2018, the patient experienced kidney infection (seriousness criterion medically significant), urinary tract infection ("uti") and pollakiuria ("frequent urination"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleeding"), thrombosis (seriousness criterion medically significant), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), irritability ("irritability"), breast discharge ("breast/nipple discharge"), vulvovaginal pain ("vulvodynia"), chest pain ("chest pain"), palpitations ("palpitations"), peripheral swelling ("swelling of leg"), nausea ("nausea"), muscular weakness ("muscle weakness"), eye pain ("eye pain"), abdominal pain ("abdominal pain"), vomiting (""vomiting""), gastrointestinal disorder ("bowel issues"), vaginal disorder ("vaginosis"), headache ("headache"), cardiovascular disorder ("circulation problems") and peripheral coldness ("my finger turn cold and blue") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with antibiotics and surgery (hysterectomy with bilateral salpingectomy, ablation and cyst removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia and breast pain was resolving, the genital haemorrhage, menorrhagia, syncope, sleep disorder, mood swings, urinary tract infection, alopecia, migraine, uterine leiomyoma, hypertension, iron deficiency anaemia, vitamin d deficiency, vitamin b12 deficiency, contusion, nausea, synovial cyst, fatigue, weight increased, abdominal pain, vomiting, abdominal distension, dysgeusia, gastrointestinal disorder, hot flush, night sweats, gingival bleeding, coital bleeding, vaginal disorder and headache had resolved and the kidney infection, thrombosis, vaginal haemorrhage, cystitis, vaginal infection, female sexual dysfunction, depression, anxiety, irritability, dry skin, lip exfoliation, pollakiuria, breast discharge, polycystic ovaries, loss of libido, vulvovaginal pain, chest pain, palpitations, peripheral swelling, dental cyst, muscular weakness, dizziness, memory impairment, paraesthesia, allergy to metals, dysmenorrhoea, vaginal discharge, eye pain, eye infection, visual impairment, skin infection, back pain, cardiovascular disorder and peripheral coldness outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, back pain, breast discharge, breast pain, cardiovascular disorder, chest pain, coital bleeding, contusion, cystitis, dental cyst, depression, dizziness, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, eye infection, eye pain, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, gingival bleeding, headache, hot flush, hypertension, iron deficiency anaemia, irritability, kidney infection, lip exfoliation, loss of libido, memory impairment, menorrhagia, migraine, mood swings, muscular weakness, nausea, night sweats, palpitations, paraesthesia, pelvic pain, peripheral coldness, peripheral swelling, pollakiuria, polycystic ovaries, skin infection, sleep disorder, syncope, synovial cyst, thrombosis, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal disorder, vaginal haemorrhage, vaginal infection, visual impairment, vitamin b12 deficiency, vitamin d deficiency, vomiting, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 138 lbs. Removal details: findings: 1. Normal-sized uterus with 3 cm fundal fibroid. 2. Coils were in the seemingly appropriate location. 3. Normal tubes and ovaries bilaterally. There were areas of endometriosis in the posterior cul-de-sac and the pelvic side wall that were cauterized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. They were both blocked. There appears to be tubal occlusion bilaterally. Somewhat limited evaluation of the uterus, with likely some intramural migration of contrast.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: social media was received. Lot number was added. New events circulation problems and my fingers turn cold and blue were added. Aka name was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.